Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1390, awareness date 07-oct-2015). It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer (mother of two) had essure installed after the birth of her second child approximately 3 weeks after his birth ((B)(6) 2011). She had essure placed at a military hospital. She stated they put her under and took her to the or. The day after surgery, she had sharp pain. At her follow-up two weeks later, she was told the pain was normal and it would go away. She was constantly in pain and started having migraines. At the time they figured her blood pressure was causing the migraines. After months of testing and sleep studies, they could not figure out why she was having such issues; migraines, dizziness, vertigo, loss of vision, high blood pressure and she was not losing weight, although she was working out daily, most days twice a day due to military pt. She was the same weight at six-month post-partum than she was three weeks before delivery. She was spending with a personal trainer and doing every diet recommended along with seeing a nutritionist three times a week, no one could figure out why she was not losing weight and why she continually got worse. Her son was four months old when she started losing function in her right arm which is her primary arm: she was carrying him up the stairs and almost dropped him. Her women's health doctor told her it was because she needed to lose weight. Next thing, her vitamin d numbers were low and she was having bladder leakage. In 2013, they finally decided that her bladder leakage was a problem. The rest of the symptoms they could not explain as the constant pain in pelvic area, the migraines, horrible bleeding during cycles. In (B)(6) 2014, she was told that she had to have a vaginal mesh placed to fix the leaking bladder because her bladder had a tear in it. They told her it probably happened when she got sewn up after childbirth. Both of her children were born naturally and she did not get stitches with either. In (B)(6) 2015, the physician was only able to find one coil and remove it. With the one coil out she felt slightly better but the list of her symptoms was: migraines, blurred vision, her feet were peeling like she had athletes foot all the time, mood swings and body aches. There were days she could not get out of bed, she was always mentally tired. At time of the report, she still was at her pregnancy weight. She had taste metal in mouth and still had a urine leakage problem all though she had this mesh; she also had no sex drive. The consumer stated she was forced to give up her military career early due to all her healthy issues. Product technical complaint investigation and final assessment were received on 24-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the day after surgery she had sharp pain/ constant pain in pelvic area / constantly in pain. She underwent essure removal approximately 4 years after insertion; however, the doctor was only able to find one coil and remove it (interpreted as device dislocation). She also reported loss of vision and her bladder has a tear in it. These events were considered serious due to medical significance. Pelvic pain and device dislocation are listed events in the reference safety information for essure, the other events are unlisted. After essure insertion pelvic pain may occur. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes (device dislocation). In the present case, the exact location of one of the devices was unknown: the doctor was only able to find one coil and remove it. Given the nature of this event, causality with essure cannot be excluded. Events loss of vision and bladder has a tear in it were assessed as unrelated to essure, considering their pathophysiology and the local effect of essure in the fallopian tubes. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.